Event description:
The device was used during a laparoscopic cholecystectomy procedure. The safety shield did not work. The surgeon applied naother device to complete the procedure. The hosp has reported that no pt injury occurred.